Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. All keypad buttons were responding intermittently. Product analysis removed the keypad and found adhesive under the contacts. There was also a crack at battery compartment's threads and below gripper pad.

Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associated with this complaint. The pump was replaced.